Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6) on (B)(6) 2017, it was reported that during the product review by medicrea it was found that the 1.5:1 ratio cutter, serial number (B)(4), does not cut properly and must be replaced. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device required preventative maintenance and the sideplates, roller, comb, gear, ratchet pin, spring and gear were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device required preventative maintenance and the cutter produced an incomplete cut and was deemed non-repairable. This is not a related issue. Product review of the skin graft mesher by medicrea on (B)(6) 2017 revealed that the 1.5:1 ratio cutter, serial number (B)(4), was beginning to become worn but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), does not cut properly and must be replaced. The roller and bearing washer were worn. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the bottom roller and bearing washer. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the 1.5:1 ratio cutter, serial number (B)(4), was beginning to become worn but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), does not cut properly and must be replaced. The roller and bearing washer were worn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the 1.5:1 ratio cutter, serial number (B)(4), was beginning to become worn but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), does not cut properly and must be replaced. The roller and bearing washer were worn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. External contractor.

Event description:
It was reported that the product was received with the cutter size 1,5. The cutter was beginning to be worn but planned to replace it to have samples of quality and the cutter size 1,5 doesn't cut properly. No adverse events were reported as a result of this malfunction.